Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology report, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient called stryker stating she has a failed accolade hip that requires a revision surgery. Patient stated they have a failed fusion due to metallosis. Patient is scheduled for a revision surgery to be done on (B)(6) 2015 it was further reported that the patient developed hip pain. Revision of head and poly liner was performed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called stryker stating she has a failed accolade hip that requires a revision surgery. Patient stated they have a failed fusion due to metallosis. Patient is scheduled for a revision surgery to be done on (B)(6) 2015 it was further reported that the patient developed hip pain. Revision of head and poly liner was performed.